Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white calcification-like particles in the device outer surface, a broken plug strap, missing piece of the plug strap, and one linear opening. A microscopic analysis and leak test were performed which identified one sharp opening, one striated opening, and striated break on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is no sharp opening on the posterior side assessed as an unidentified tear opening, a striated opening on the anterior side assessed as surgical damage, and missing plug strap assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.